Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record was performed for the sn 12632430 which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 24 sep 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 12632430 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.